Event description:
Hill-rom received a report from the account stating the beds legs section automatically goes up when activating head section up and that when activating chair position the bed goes into a trend like position with legs all the way down and head section very forward. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician could not duplicate the self-run due to the account not allowing the technician access to the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventive maintenance on their beds. Based on this information, no further action is required.